Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015 their receiver would not turn on. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A global receiver functional test was performed on the receiver and it passed. Receiver's data logs were downloaded and reviewed, finding a screen error alarms (rttloss and error recovery) related to incident. In addition to a hardware failure found in the data logs on the date of issue. An overnight discharge test was performed on the receiver also and it passed. Based on the finding of screen error alarms and hardware failure this is being reported. The complaint was confirmed. The root cause could not be determined post investigation.